Event description:
A patient's one touch basic meter had segments missing on the display. The issue was not resolved with troubleshooting. They did not have any symptoms. There was no medical intervention or treatment given. They also reported two precision tests done on their meter. The results of the first comparison were 108 mg/dl and 135 mg/dl, done within 10 minutes of each other. The results of the second precision comparison were 285 mg/dl and 110 mg/dl, also performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.